Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported problem. There was no fault found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(6). Report source: the medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that the patient forgot to place batteries in a new smiths medical cadd ms3 pump and it lost its programming. The patient used a backup pump. The reported fault did not occur while in use with a patient. The infusion was life sustaining and there was no reported adverse event.